Event description:
It was reported that during an unk procedure, the blade broke off and is unk where the broken piece was. Another device was used to complete the case with pt consequence.

Manufacturer narrative:
Date sent: 04/02/2008. Info anticipated, but unavailable at this time.